Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. However, during analysis of logfiles alarm 401 "inspiration valve or device leaky was confirmed with error 4. After updating the sw to patch 16 intermittently alarm 300, 401 error 4 are triggering intermittently and the blower type was wrongly configured. The last start up test on (B)(6) 2021 also shows that the blower type was wrongly configured as moog blower instead of micronel. As a resolution it was recommended to replace inspiration block. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that bellavista 1000e has alarm 401 "inspiration valve or device leaky". There was no patient involvement reported from this event.